Event description:
The customer contact reported the pt received more medication than intended. The customer contact reported that the pt was diagnosed with an acute myocardial infarction and was "hemodynamically unstable." At 0800, the device was programmed to deliver an unspecified concentration of norepinephrine at a rate of 0.05mcg/kg/min, with a vtbi (volume to be infused) of 125ml, and the delivery was started. No further programming parameters were provided. It was reported that ten mins after the delivery was started, the nurse noted that the entire container of norepinephrine had been delivered. After an unspecified length of time, it was reported that the pt went into ventricular fibrillation. At that time, the pt was treated with midazolam 3mg and electrically cardioverted with 10 jules. After an unspecified length of time, the customer contact reported that the pt recovered. No further event details were provided. The device was removed from clinical svc. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.